Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during basal delivery. Customer¿s blood glucose (bg) level was 63 mg/dl. Additionally, customer experienced a bg level of 47 mg/dl due to an unknown cause. Carbohydrates were consumed to address low bg. Recommendation was made to consult with healthcare provider regarding diabetes management. Although requested by tandem technical support, the customer declined further follow-up to ensure backup therapy was obtained.